Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: tibial loosening and subsidence. Patient was initially doing well and then the rom of the knee became somewhat more limited. At this stage the surgeon elected to undertake a manipulation under anaesthetic. This appears to have improved the rom. Patient has had several episodes of injury to her knee as she cares for her husband and is required to lift and move him. His wheel chair has reportedly also collided with her right knee and forced this into hyper extension. On reviewing the x rays, it is evident the tibial tray has subsided both on the medial side and posteriorly. A decision was made to revise the knee on (B)(6) 2019, ((B)(6)) . On opening the knee, it was noted that the tibial tray was loose and was removed with light impact. The tray was removed as a "clean tray", with no cement attached to the tray. The femur, insert and tibial components were all removed while the patella remained in situ. 151820035; attune patella medicalised 35mm; lot no: 8175659, still implanted.